Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s014. The device zisv6-35-80-6.0-120-ptx of lot number c1137701 involved in this complaint was implanted in the patient, and is therefore not available for evaluation. With the information provided a document based investigation was carried out. From customer testimony, it is known that the complaint device was implanted in the superficial femoral artery (sfa), to treat an occlusion of the artery. The customer reported that the patient had no risk factors for restenosis or stent occlusion. The physician performed a re-intervention and placed an additional stent to stabilise the fracture. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: 1. Two fluoroscopic images of the stent are provided. 2. Two left sfa stents were present. The complaint stent was completely imaged. The more superior overlapping neighboring stent was partially imaged. 3. The distal sfa stent spanning the adductor canal was implanted in significant longitudinal compression. Depending on whether the image was calibrated based on a stent diameter at the stent overlap of 5mm or 6mm, the implanted 6x120mm stent length was between 78 and 92mm, respectively. Given the 5mm post implantation angioplasty, the diameter at the overlap was likely much closer to 6mm and the longitudinal compression a minimum of 23%. 4. The stent deformity on the image reported to demonstrate fracture has an appearance more consistent with concertinaed stent than fracture. This is particularly true for the more inferior location where the stent has taken on a knuckle shaped deformity. The images are of insufficient resolution in their provided state to resolve strut fractures. 5. Upon follow up, stent length increased to 108mm measured on centerline. Some of the lengthening occurred at the stent overlap. Initial overlap with the neighboring superior stent was 4mm. It increased to 9mm on the follow up image. Impression : 1. Stent fracture is not confirmed. The stent deformity is more consistent with a concertinaed stent rather than a fractured stent. Stent fractures usually distract rather than compact stent elements. Individual strut fractures facilitating the compaction cannot be excluded but could not be resolved . The stent deformity would increase the risk of significant neointimal hyperplasia formation. 2. The stent was implanted in at least 23% longitudinal compression. Lengthening of the compression was more likely given the stent's adductor canal location and the neighboring superior stent. The adductor canal is a location known for significant bending, redundancy, and twist that is further amplified by increased overall stented length. 3. Significant findings relative to the patient's anatomy were not observed. 4. Significant findings relative to the disease state were not observed. 5. Significant findings relative to the use of the device were observed. The stent was implanted in significantly longitudinal compression which caused the stent to concertina in two locations. 6. Significant findings relative to the design or performance of the device were not observed. 7. Cause of adverse events was observed. The reported excessive neointimal hyperplasia at the sites of stent deformity was secondary to concertinaed stent elements. There is insufficient evidence to suggest that stent strut fracture and the resultant restenosis did not occur, therefore the complaint is confirmed based on customer testimony. From the image review, the provided images of the implanted stent were of insufficient resolution to confirm the stent fracture or restenosis. Stent deformation was observed, with the complaint stent concertinaed, along with longitudinal compression. The stent compression/fracture could have been caused by the implantation site. The complaint stent was deployed in the adductor canal, which is subject to significant bending, redundancy, and twisting, which is further amplified by increased overall stent length. The target location, and the stent deformation/fracture could then have caused or contributed to the restenosis of the artery. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. As per the product IFU, restenosis of the stented artery and stent strut fracture are listed under potential adverse effects. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. According to information provided, the patient required re-intervention, with the placement of a new stent, as a result of this occurrence. The patient did not experience any further adverse effects due to this occurrence quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Approx 2 x zisv6 ptx stents were placed in (B)(6) 2015. The patient was asymptomatic but the issue was picked up on routine follow up. The distal stent had fractured in two places significantly distal to the over lap. The initial procedure required sub intimal re canalisation. However, was uneventful and good pre dilation was obtained using 5mm cook balloon. Two ptx stents were placed with good angiographic results. Dap was commenced for 6 months. On follow up significant isr was noticed and the double fracture. The isr has been attributed to the fractured and the resulting poor flow. This report investigates the issue of 'restenosis of the artery'. Adopting a cautious approach the re-intervention and additional stent required to stabilise the fracture, is being interpreted as being required as a result of the isr, as the isr has been attributed to the stent fractures. Reference also report# 3001845648-2017-00054 to address the issue of 'stent fracture'.